Event description:
It was reported that "during the suprarenal laparoscopic surgery suprarenal performed by dr. (B)(6) , the opening was perfect, without any issue. The incident happened when the retraction of the adipose tissue of the retroperitoneal cavity was being performed, the grasper broke. Device was used per IFU. The piece was removed with another grasper without any difficulty.